Manufacturer narrative:
The suspect device is not expected to return for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided. Should the device be returned later, the investigation will be reopened.

Event description:
The account alleges during the procedure when removing the working cannula. The cannula broke off inside of the bone in the pedicel. A follow procedure will be needed with a spine surgeon to remove the broken piece. No additional patient consequences to report.